Event description:
It was reported a large portion of the front end of the guide wire in the sedinger is blackened. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is inconclusive due to the state of the returned sample. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation of the returned guidewire showed light use residues along the returned guidewire. Small residue marks could be seen along the nitinol guidewire section, and one gray-white spot was observed along the coil wire of the distal end of the guidewire. A microscopic observation of the returned guidewire revealed saline use residues along the nitinol guidewire section of the device. The gray-white section observed along the coil wire of the distal end appeared to have a fibrous, sticky appearance. The proximal transition of the coil wire appeared to have a disjointed coil. Nothing remarkable was observed along the guidewire that appeared dark in color. The nitinol guidewire is inherently a grayish-black material, and no dark colored foreign material was observed along the returned device. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a large portion of the front end of the guide wire in the sedinger is blackened. No other information was provided.